Manufacturer narrative:
The device was not returned, it was buried with the pt before we learned of the death. Autopsy indicates the likely cause of the cardiac arrest was bilateral pulmonary emboli. Images from the initial implant procedure on (B) (6) 2009 were reviewed but the connector is not visible to confirm the device was connected properly at implant. Copies of a chest x-ray taken on (B) (6) 2009, show the device was not properly connected. Analysis of the reviewed images indicate that the connection was improperly made with the silicone luer fitting still attached. A silicone luer fitting is provided for use during the implant surgery and remove prior to connection. Copies of fluoro imaging during a thrombectomy on (B) (6) 2009, shows the hero is disconnected. The IFU and previous in-person tutorials with this surgeon include removal of the silicone luer and to advance the cut end of the outflow component over both connector barbs. We have received no reports of connection failures since commercialization in (B) (6) 2008. Our testing simulating 10 years of pt use showed no connection failures if properly connected. Giving the timing of the death was two days after a thrombectomy was performed, the cause of the pulmonary embolism is most likely the thrombectomy on (B) (6) 2009 and not related to the device disconnection. The most likely cause of the device disconnection is improper connection at implant.

Event description:
Implant of hero device on (B) (6) 2009, on right side, a left side catheter that had been placed (B) (6) 2009, was left in place for dialysis. Pt was noted to have lost 1 liter of blood during the surgery so she was admitted to the hospital overnight for transfusion with 2 units of prbcs. She was discharged (B) (6) 2009, but seen (B) (6) 2009, for pain and swelling in the arm and was treated for catheter-related blood stream infection. On (B) (6) 2009 - post-op visit, ultrasound of av graft performed because no thrill could be detected in hero so scheduled for a declot. Device was de-clotted on (B) (6) 2009 and surgeon noted on x-ray that the device was disconnected. Pt was scheduled for revision/explant on (B) (6) 2009. On (B) (6) 2009, the pt started having headache and seizures, she went to the ER and was treated with fosphenytoin. Her bp dropped as a result of possible drug reaction, so pt was given CPR and intubated, after 10 minutes, the abdomen was distended, and it was determined that the endotracheal tube was in the esophagus. She was re-intubated but after 30 mins CPR was stopped and pt was pronounced dead on (B) (6) 2009. Hero device was never used for dialysis.